Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor stated that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump display is a dim red color, when replaced by a test display the variance in color/contrast is fixed. Unrelated the to complaint, during testing the contrast button was found to be intermittent in operation. With the keypad removed contamination was discovered underneath the contrast and up button contacts. The piston cap is missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).